Event description:
It was reported that the right atrial lead was attempted to be placed but did not pass easily through the introducer even with pushing. Another introducer was requested when the physician noticed outer insulation damage on the lead. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. The analyst also noted that no insulation anomalies were visible.